Manufacturer narrative:
This device is available; however, it has not been received for analysis as stated in section. Additional information will be provided within thirty days of receipt.

Event description:
After opening the outer box of the smart control, the shaft of the device was separated approximately 1 to 2 cm away from th e handle. There was also a kink on the tip of the shaft. This was noticed before opening the sterile pouch. There were no defects on the outer box and sterile pouch. The product was properly stored. The product was not clinically used. The product will be returned